Event description:
A customer reported an issue with their continuous glucose monitor (cgm) and a past incident of low blood glucose, with the lowest level recorded at 42 mg/dl. Cause was not known. To address the low blood glucose event, the customer consumed carbohydrates. Technical support explained that because the pump did not receive a cgm reading, it defaulted to a standard basal insulin delivery without considering current blood glucose trends. The customer, who uses a pump with control-iq (ciq) software, acknowledged this explanation, though the ciq feature was not activated at the time of the issue.